Manufacturer narrative:
The pmsc was returned to isi and evaluated by failure analysis (fa). Fa was unable to replicate the reported customer complaint of a black eye on the ssc after installing the pmsc into an in-house printed circuit assembly (pca) system and running a video test. The video was found to be working fine on the ssc and vsc monitor. Isi has attempted to contact the site to obtain additional information concerning the reported event; however, no additional information has been provided as of the date of this report. A follow-up MDR will be submitted if additional information is received. Based on the information provided, this complaint is being reported due to the following conclusion: the surgeon made the decision to convert the da vinci hysterectomy procedure to open surgical techniques after encountering a vision issue with the ssc.

Event description:
It was reported that during a da vinci si hysterectomy procedure, the surgeon indicated that the vision through the left eye on the surgeon side console (ssc) was black. During the reported event, the initial reporter contacted an intuitive surgical inc (isi) technical support engineer (tse) for assistance. According to the tse, the site confirmed that the vision on the vision side cart (vsc) touchscreen was working. The surgical staff switched the ssc to 2d but the vision issue persisted. During the time the surgical staff power cycled the da vinci si system, the surgeon made the decision to convert the surgical procedure to open surgical techniques. The tse indicated that the surgeon made the decision to convert to open surgery due to the large size of the patient's uterus and because of the reported vision issue on the ssc. After the da vinci si system was power cycled, the surgical staff confirmed that the vision on the left eye of the ssc had returned. On (B)(4) 2013, an isi field service engineer (fse) performed a field evaluation at the site. Troubleshooting the system, the fse exchanged left side high resolution stereo viewer (hrsv) monitor on the surgeon console with the one on the right eye. As a precaution he installed a new hrsv on the right eye and also replaced the personality module surgeon console (pmsc).

Manufacturer narrative:
The high resolution stereo viewer (hrsv) monitor was returned and evaluated. The hrsv monitor failed calibration testing twice.